Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a problem with minilink transmitter on the insulin pump. The customer's blood glucose was unknown mg/dl. The customer advised their is unexpected re-initialization of the insulin pump. The troubleshooting was performed. No further information was reported.